Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons were intermittently unresponsive, particularly the up arrow button, requiring multiple presses to elicit a response. The patient stated the buttons were worn and cracked. A cracked button will allow contamination to permeate the button contacts negatively impacting the button function. The cracked button is obvious and detectable and should alert the user to discontinue use of the pump. The patient reportedly used a protective case and wore the pump exterior to a garment and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.